Event description:
Sn (B)(4) (07/11/2018) pt stated was malfunctioning and would not recognize the cartridge sn (B)(4) (07/03/2019) / (B)(4) (06/28/2019) lost programming since pt never put batteries in them. We will send out 2 new pumps and advised pt to return the pump asap. Also advised to keep the batteries in the pump at all time, even when not in use and replace them at least weekly. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2012 to current. Diagnosis or reason for use: pah.